Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the failure is use error due to excessive force on the device. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 04/07/2022, it was reported by a sales representative via sems that an ar-6068-45r fastpass lasso bent in the labrum. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/11/2022, the sales representative stated the following information via phone: this event occurred during a bony bankart procedure on 04/07/2022, the complaint device bent, nothing broke inside. The procedure was completed successfully with no impact to the patient.